Event description:
Service was requested service and repair for a possible short in the cable wiring of the driver. It was reported that power switch is intermittent. There have been no pt consequences reported.